Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver an unspecified heart medication and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the homecare pt reported that the device had a loss of power without an audible alarm tone. The device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of critical to this pt no medical interventions were required. Though requested, no additional programming info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.